Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a piece of roi-c cage broke off while anchoring plates were being hammered into the cage. The cage was removed and replaced. There was no reported patient harm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Corrected information in h3. Added information to h6: component codes, type of investigation, investigation findings, investigation conclusions. Summary: the complaint is confirmed for the returned roi-c cage (pn: mc1320p) for the failure of cage broke during operation. Visual inspection confirms the cage was fractured. Medical records were not provided for review. Potential cause: root cause was unable to be determined with the given information. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a piece of roi-c cage broke off while anchoring plates were being hammered into the cage. The cage was removed and replaced. There was no reported patient harm.